Event description:
It was reported the patient had a lot of problems since receiving their implant. It was stated that even on the lowest setting it was burning their feet and they had high blood pressure and it was stimulating their whole body. The patient noted for the past year they weren¿t able to do much of anything. Reportedly, the patient had problems with their left leg, and their left knee was swollen. The patient stated they had red spots on their foot and they turned black about two months prior to report. It was noted the patient was told by a physician¿s assistant that the leg issues were to be expected and a dermatologist said it wasn¿t considered to be normal. Reportedly, the patient had their device reprogrammed 4 times and then requested to turn the device off. It was stated the patient thought their nerve had grown back after three cervical procedures and they wanted to prove that by having the stimulation turned off. It was noted the patient wanted their device removed and this was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v475917, implanted: (B)(6) 2010, product type: lead. (B)(4).